Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed neck problems from the weight of the lifevest monitor. There was no alleged device malfunction contributing to the irritation. The patient's chiropractor adjusted their neck. Outcome of the irritation is unknown.